Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he had high and low blood glucose. Customer's low blood glucose was 59 mg/dl and high blood glucose was 400 mg/dl. Customer did not need further assistance. Customer will not be returning the device for analysis.